Event description:
High bgs. Bgs were treated with manual injections. It was stated that the pump did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard during the testing and the insulin did not exit.